Manufacturer narrative:
Report required by FDA for eua. Eua # (B)(4). User report to FDA:mw5105738. Date of event is approximate, actual date not specified in report received.

Event description:
User reported false positive result. Negative pcr at an unspecified time interval.